Manufacturer narrative:
Exact date unknown, event occurred 3 months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg revision were the ipg was replaced with an MRI compatible ipg and patient was doing well postoperatively. The explanted device will not be returned.